Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics.

Event description:
The customer called to report moisture underneath the liquid crystal display. Nothing further was reported.